Event description:
Prior to a scheduled generator change, the patient's atrial lead exhibited over-sensed noise leading to inappropriate automatic mode switch. The lead was capped and replaced on 11 nov 2022. The patient condition was stable post-procedure.